Event description:
A facility reported an expired bilayer matrix wound dressing ((B)(4)) was placed in a (B)(6) female patient. The product remained in the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The bilayer matrix wound dressing was not returned for evaluation (implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The most likely cause of the complaint was inventory management by the hospital which allowed for expired product to be implanted. The expired product was not returned to integra and was instead implanted by the surgeon.